Event description:
It was reported that a device did not pass flow rate testing. Volume of inaccuracy unknown. There was no patient injury. No further information was obtained.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.